Manufacturer narrative:
Unit received with stripped battery cap coin slot and with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit powered up properly. The problem was isolated to electronic assembly. Unit had cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 252 mg/dl. The customer was unable to remove the battery cap. The customer was advised that the device would be replaced and agreed to return the product for analysis.